Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting discordant elevated immulite 2000 xpi hcg results on 2 patient serum samples. The limitations section of the IFU states: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." MDR 1219913-2022-00303 was filed for the same issue. Siemens is investigating.

Event description:
The customer contacted siemens to report discordant elevated immulite 2000 xpi hcg results on 2 patient serum samples. On one patient, elevated results were obtained compared to retest results on atellica im thcg on the same day and on immulite 2000 xpi that were lower on a different day. On the other patient, results were elevated compared to retest results on atellica im thcg. The complaint indicates that the initial discordant results were not reported to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated hcg results.

Manufacturer narrative:
Siemens filed MDR 1219913-2022-00332 initial report on 2022-09-30. Additional information - 2022-11-10 for clarification, the date of event in section b3 as documented in MDR 1219913-2022-00332 initial report filed on 2022-09-30 is september 8, 2022 while the date received by manufacturer in section g3 is september 7, 2022. Siemens was notified of the event at this customer site on september 7, 2022, but the additional data regarding sample ID: 002501094303 referenced in MDR 1219913-2022-00332 was provided to siemens on september 8, 2022, after the initial notification. Siemens concluded the investigation for an outside the united states (ous) customer observation of discordant elevated immulite 2000 xpi human chorionic gonadotropin (hcg) results on 2 patient serum samples. The customer repeats all hcg samples that result between 2.5 and 750 miu/l on the immulite 2000 and atellica im since receiving urgent field safety notice (ufsn) imc 22-04.a.ous - immulite 2000/immulite 2000 xpi human chorionic gonadotropin (hcg) potential carryover from high samples. Sid # (B)(6) was tested on 2022-09-05 with results of 32 miu/ml and 11.6 miu/ml, and when repeated on atellica im was 0.1 miu/ml. The sample was repeated again on immulite 2000 xpi on 2022-09-08 and the results were 4.49 miu/ml and 3.71 miu/ml, not replicating the initially elevated results. Siemens cannot rule out preanalytical factors or sample handling as a possible cause for the discordant results for sid# (B)(6). Based on each assays instructions for use (IFU) intended use and the expected values, the results between systems show clinical agreement. Other patient samples tested using the same immulite 2000 xpi hcg lot resulted without concern. Lot 471 had a valid adjustment and bio-rad immunoassay plus quality control (qc) lot 85280 recovered within acceptable limits at the time of event. Based on the available information, immulite 2000 xpi is performing as intended and no product performance issue has been identified. The customer is operational and no further action is required. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00303 supplemental 1 was filed for the same issue.